Manufacturer narrative:
Device not returned.

Event description:
It was reported that a temperature alarm occurred. Additionally, it was reported that the customer received a power source alert and that the battery gauge was fluctuating. In addition, it was reported that the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.